Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient with palpitations and shortness of breath presented in clinic, several auto mode switching episodes due to atrial lead noise were observed. The noise was reproducible in clinic. Device was reprogrammed, but the issue was not resolved. Subsequently, the ra lead was explanted and replaced. The patient was stable throughout the event.